Manufacturer narrative:
(B)(4). Date sent: 08/14/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area with no reload loaded and the knife slot was noted damaged. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
Product complaint # (B)(4). Batch # u5cd9z. Investigation summary: the analysis results found that one pse60a device was returned with the anvil knife slot damaged, and with no reload present. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The device was returned not sterile. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer, open the sterile packing noted the device was damaged (middle of the deck upwrap) as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.